Event description:
It was reported that during a bariatric sleeve procedure, gas leaked from the device. There was difficulty maintaining pneumoperitoneum and "excessive" gas was used. The device was used to complete the case. There was no pt injury. Add'l info was requested, but no add'l info was available, a f/u report will be sent if add'l info is received.

Manufacturer narrative:
The device was not returned to the MFR as of the date of this report. A f/u report will be sent if the device is received.